Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The date of event is unknown. Additional information will be provided if available.

Event description:
The customer reported that the display light emitting diode (led) lighting failed during inspection for use with an olympus xenon light source. There was no patient involvement.